Event description:
An internal ocd rep contacted cts to report a (B)(6) result by the provue's gel camera to the 3rd microwell to the rh phenotyping gel card as a result of debris / contamination in the gel card. No erroneous results were reported.

Manufacturer narrative:
It was concluded by the user that the (B)(6) given by the analyzer was due to the debris / contamination that was in the column before processing that caused the (B)(6) result. (B)(4). Internal service not contacted.